Event description:
During follow-up, there were episodes of undersensing noted on the device. The device was explanted to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of undersensing was not confirmed. The analysis performed indicated that the device exhibited normal device characteristics. Sensitivity test was performed on the device with various settings and it was able to sense within the product specification. Visual inspection did not find any anomalies that could contribute to the complaint reported in the field.